Event description:
It was reported that a patient had a break in aseptic technique coincident with automated peritoneal dialysis (pd) therapy which caused fungal peritonitis manifested by vomiting and diarrhea. On an unknown date within the same month as onset, the patient was hospitalized for the event for approximately one week. Treatment for the peritonitis was unknown. On an unknown date during hospitalization, the patient¿s pd catheter was removed due to the fungal peritonitis. On an unknown date, for an unspecified peritonitis of time, pd therapy was discontinued and during this time, the patient was placed on hemodialysis. On an unknown date within same year, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered. On an unknown date, the patient¿s pd catheter was replaced and at the time of this report, the patient was back on automated pd therapy. On an unreported date, the patient was retrained in proper aseptic procedure for performing pd therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.